Event description:
In preparation for the procedure, the techinician opened the sterile package and noticed the tip deformation of the guide catheter. The catheter was not used and another guide catheter was opened and used without incident.